Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer has had to replace the seat 3 times because the seat keeps splitting on the left side.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date and initial reporter.

Event description:
Consumer has had to replace the seat 3 times because the seat keeps splitting on the left side.